Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, the available details on the case cannot define whether the infection was related to the use of the catheter (whose individual packing was intact and that could extend normally) from the received non-intact box or whether it was coincidental. Urinary infections are a known issue with people, who need intermittent catheterization to empty their bladder and the user has a history of occasional similar inductions. The severity level of this event is 3, as the user needed i.v. Antibiotics due in a hospital setting. Furthermore, there were no additional complaints registered about this lot number. No other complaints registered about this im - plug lot number (1708086002h). No other complaints registered about this im - catheter lot number (5865665). No additional complaints registered about this item no. Current month same issue. Complaints such as this is a known issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. There was no ncr for this lot.

Event description:
According to the available information, the user noticed the boxes in question had arrived damaged and slightly open. The catheter packages themselves though were intact and seemed ok. User found that some of the catheters did not extend at all and were unusable. Others were extending correctly and were used. She had used one catheter which had extended correctly however the next morning when she woke up she had a high temperature, the shakes, her urine was a dark brown color and had to take an ambulance to hospital whereby she was connected to a drip for antibiotics, she was kept in for 3 days. The reason for this is because she had experienced a severe kidney and urine infection. She used different lot number on returning home and has been ok since, she does not have any samples of product from the affected batches as thee were disposed of, she wanted to ensure we knew that she is unsure if the infection was coincidental or a result of the catheters.